Event description:
The pt was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 60 ml/hr. Upon returning to the room, the nurse noted the pump was delivering slower than the set rate. The subject pump was removed and replaced. The pt had 2 low "accuchecks", but no signs or symptoms of hyper/hypoglycemia. There was no illness, injury or medical intervention resulting from the event. One pt involved.